Event description:
During surgery, it was found that the polymer's inner pouch had an opening. The surgery was managed using another simplex.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared (B) (4).